Event description:
It was reported the tip of the stylet was broken.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2780 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned stylet, which was observed to be broken into three pieces. The stylet was returned threaded through a t-lock, which was found to be positioned approximately 24.5 cm distal to the yellow handle of the stylet. A microscopic observation revealed the break sites were uneven with a rough surface texture and plastic deformation. Some tapering, flaring, and delamination of the stylet material were also observed at the break sites. Bends were observed between most of the magnet interfaces in the largest and smallest stylet segments. The observed fracture features exhibited on one of the returned samples were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the tip of the stylet was broken.